Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. Only video was returned. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned video. Received video shows iol implantation with company device. The device preparation is not recorded. Company nozzle comes in the picture. The nozzle tip is inserted into the wound. As the iol advances through the nozzle, prior to entering the eye it can be observed that the leading haptic is in the correct position for advancement and the trailing haptic is extended straight. The iol is advanced through the nozzle tip and partially into the eye. The plunger is fully extended, the trailing haptic is caught between the plunger tip and the inner nozzle wall. A surgical tool is used to successfully free the trailing haptic from the nozzle tip/plunger and is pushed into the wound. The iol is then manipulated into position in the eye. We are unable to determine the root cause for the reported complaint extension of trailing haptic. The product was not returned for analysis. Haptic stuck/caught in tip was observed on the returned video. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high ( greater 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The IFU (instructions for use) instructs: visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that upon implantation of the intraocular lens (iol). The trailing haptic was extended. The surgery was completed without product replacement. Additional information has been received that surgery was completed successfully and postoperative vision was good. Surgeon knew that if the trailing haptic was stretched, it could not be implanted, but he determined to use it.